Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nurse that the pt experienced a yellow wrench alarm to replace the system controller. The pt was advised to come into the emergency room. Upon disconnecting the driveline from the controller, the red heart alarm did not occur. The batteries were also disconnected from the controller and the controller shut off on its own and was not in sleep mode. The pt was asymptomatic at the time of the event. The controller was exchanged with another controller. The MFR reviewed the submitted data log info which confirmed a yellow wrench alarm that occurred at the end of the data log file. The yellow wrench alarm most likely was caused by failure of one of the micro processor units within the system controller.